Manufacturer narrative:
The insulin pump was received with a broken belt clilp slot on the battery tube side.

Event description:
The customer called to report that the drive support cap was protruding, and she pushed it back in. The reported blood glucose reading at the time of the call was 288 mg/dl. The customer also reported that she had a low blood glucose of 48 mg/dl today, and feels that the insulin pump delivers too much insulin. The customer treated with food. Advised the customer that the insulin pump would be replaced. Nothing further was reported.